Manufacturer narrative:
Cec re- adjudicated mi in the cx as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, it was intended to treat the cx with a resolute onyx stent but the implantation of the stent was not successful and the stent was removed. Post-procedure, subject¿s troponin levels increased 566.67% above the previous level and was 45.78 url. Cec assessed mi as a non q wave mi (target vessel), mdt extended historical reinfarction post pci. The cec also adjudicated stent thrombosis as no event.